Event description:
Physician was unable to pass guidewire through the jr 4 (judkins right coronary) catheter because it was getting caught near the hub of the catheter. This catheter never entered the patient's body at any time.